Manufacturer narrative:
E1 - initial reporter establishment name-(B)(6) e1 - address (B)(6) the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: e216 scope communication error. Based on the results of the investigation, a definitive root cause could not be established for the reported intermittent image as it was not confirmed that there was a problem with the device. Additionally, based on the results of the investigation, the cause of the e216 scope communication error was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope image displayed intermittently. The issue occurred during inspection for use (prior to patient use). There were no reports of patient involvement.